Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) from the customer's health care professional's office called and reported via phone call that the customer is currently in the hospital for cellulitis in his left leg. He had an infection in his left leg. The date of the hospitalization was (B)(6) 2017. The customer's weight was (B)(6) lbs. When the customer was admitted into the hospital his blood glucose level was 1154 mg/dl. The health care professional was calling to obtain the settings to the customer's old insulin pump because the customer has received a new insulin pump. The insulin pump is not expected to be returned.